Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient was diagnosed with peritonitis approximately 2.5 weeks before hospitalization ((B)(6) 2014). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, resulting in peritonitis and the patient subsequently passed away. The breach in aseptic technique was further described as the patient disconnected during pd therapy (disconnection was not specified). The patient was hospitalized for the peritonitis. Treatment for the peritonitis included intraperitoneal fortaz daily for 2 weeks (dose not reported), and intravenous piperacillin every 6 hours for 17 days (dose not reported). Four days later, the patient¿s pd catheter was removed and the patient was placed on hemodialysis (hd). Per the families¿ request, the patient discontinued hd and had not recovered from the peritonitis. The patient died eighteen days after hospital admission. The cause of death was reported to be unknown. An autopsy was not performed and the death certificate is not available. No additional information is available.